Event description:
While sitting on the rollator, the wheel broke and he fell.

Manufacturer narrative:
The end user reported that he was sitting on the seat of the rollator, reached for something in his refrigerator and fell when one of the wheels suddenly broke. He did not seek medical attention until one week later and was hospitalized for two days for right shoulder and neck pain. No fracture or other serious injury was diagnosed. He was discharged with recommendations to have physical therapy. The sample was not returned for evaluation. No lot number was reported. We have not confirmed the issue or identified a root cause.